Manufacturer narrative:
.

Event description:
It was reported that a lift was stuck in the up position during use and the emergency release was not functioning. There was no report of user injury or medical intervention.